Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure for hemostasis. According to the complainant, the patient was being treated for a bleed within the stomach. During the procedure, the gold probe device was positioned within the patient's stomach, when they noticed that the tip of the probe was broken off the device. After the probe was removed from the patient, it was discovered that the tip of the probe was inside of the patient's stomach. The bleeding was not exacerbated due to this event. The tip was retrieved from the patient's stomach using a foreign body retrieval device. A second of the same gold probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported event has been confirmed; the ceramic tip was found to be detached from the catheter. No other defects were noted with the returned device. The exact cause of failure could not be determined. It may be possible that during the procedure, resistance may have been encountered that could have caused entanglement of the catheter and the subsequent detachment of the tip; therefore, operational context is the most probable root cause of this failure. A review of the shipment history was performed for this customer for the three years period preceding the procedure, in order to identify the possible lots that were involved in the procedure; no anomalies were noted on the lot numbers found. A search of the complaint database revealed that none of the lot numbers identified through the shipment history review has been involved in any additional complaints.

Manufacturer narrative:
(B)(4) - intervention required to remove device fragment. (B)(4) - the reported event of device tip detached. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure for hemostasis. According to the complainant, the patient was being treated for a bleed within the stomach. During the procedure, the gold probe device was positioned within the patient's stomach, when they noticed that the tip of the probe was broken off the device. After the probe was removed from the patient, it was discovered that the tip of the probe was inside of the patient's stomach. The bleeding was not exacerbated due to this event. The tip was retrieved from the patient's stomach using a foreign body retrieval device. A second of the same gold probe was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.